Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted that the strain relief/luer was found to be separated, and the flush port was not returned. A guidewire was inserted into the catheter, and the catheter was deployed to basket successfully. Subsequently, a flushing test was not possible because the strain relief/luer were separated. Microscopic analysis of the catheter was performed to observe the adhesive between the parts. With the help of an ultraviolet (uv) light, separation of the strain relief/luer could be seen. The reported flush port detachment was confirmed.

Event description:
It was reported that luer detachment occurred. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. While attempting to flush the catheter, the plastic lumen on the back of the catheter broke off. The farawave catheter was replaced with a new farawave catheter, and the procedure was completed successfully with no patient complications. The device was returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that luer detachment occurred. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. While attempting to flush the catheter, the plastic lumen on the back of the catheter broke off. The farawave catheter was replaced with a new farawave catheter, and the procedure was completed successfully with no patient complications. The device is expected to be returned for laboratory analysis.